Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 628969) inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received: reporter's information updated. Dob and lot number added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), autoimmune disorder ('autoimmune disorder') and seizure ('seizures') in an adult female patient who had essure (batch no. 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. Concomitant products included drospirenone + ethinylestradiol (yaz). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), seizure (seriousness criterion medically significant), female sexual dysfunction ("apereunia"), blood disorder ("blood/ heart disorder"), cardiac disorder ("blood/ heart disorder"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, autoimmune disorder, seizure, female sexual dysfunction, blood disorder, cardiac disorder, iron deficiency anaemia, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered alopecia, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, fatigue, female sexual dysfunction, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, seizure, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2009. Discrepancy noted in removal date- (B)(6) 2009. The plaintiff received treatment for apareunia, menorrhagia, blood disorder, cardiac disorder, iron deficiency anaemia, autoimmune disorder, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, seizure, weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: result: gynecological ultrasonography: uterus: normal, retroverted. Date of print: size: longitudinal 74 mm. Anterio- posterior 45 mm. Transverse 46 mm. Volume: 79.6 ml. Endometrium: endometrium clearly visualised. Endometrial cavity: shows normal appearences. Adnexa: right ovary: normal. Visible. Outline: smooth. Morphology: multifollicular. Right ovary size: 33 mm x 33 mm x 17 mm. Volume: 9.9 ml. Doppler right ovary: color flow: normal color flow. Comments: appearance of recent cyst rupture left ovary: normal. Visible. Outline: smooth. Morphology: multifollicular. Left ovary size: 37 mm x 29 mm x 18 mm. Volume: 10.4 ml. Doppler left ovary: color flow: normal color flow. Comments: appearance of recent cyst rupture. Cui de sac I pouch of douglas: free fluid visible. Findings consistent with right periovarian fluid.. Diagnostic results: on (B)(6) 2009 hysterosalpingogram revealed, no spillage of contrast through the fallopian tube. There is a narrowing of the cornual regions of the fallopian tubes bilaterally. Contrast agent 8 ml of sinografin given via injection into the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : insertion and removal date updated. Events added- female sexual dysfunction, menorrhagia, blood disorder, cardiac disorder, iron deficiency anaemia, autoimmune disorder, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, seizure, weight increased. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 628969) inserted. In january 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in march 2009. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.